Event description:
Consumer states there are two bolts on the left side above the casters that are bent and one is broken which is causing that left caster is bent backwards towards the rear wheel and does not entirely touch the ground.